Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported elliptical ablation during a wavefront optimized refractive procedure. The patient had tilted eye slightly up or down and laser tracked the pupil and an eccentric ablation resulted with visual axis close to the periphery of the ablation. Patient was retreated eight months later.

Manufacturer narrative:
The case was evaluated by clinical applications specialist as follows: the possible cause for ablations not being delivered to the set/desired location can have multiple reasons such as but not limited to: patient fixation, patient squeezing and the pupil not being recognized. The eye tracker (et) sub system corrects for random movements, but cannot correct for systematic alignment errors of the patient to the laser device. These systematic errors are subject to the distance (3.5 mm) of the undetectable corneal surface (where the actual ablation is applied) and the pupil (aiming of the et-subsystem). In this case, a systematic alignment error was described and is not an indication for a malfunction. The root cause could not be identified conclusively. (B)(4).